Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced low blood glucose levels of 86 mg/dl. Customer¿s current blood glucose level was 203 mg/dl. The customer has treated with food and glucose tablets. The drive support cap was normal. The customer¿s blood glucose was low at 30 mg/dl and treated with juice and peanut butter. Then his blood glucose was 40 mg/dl. At morning he started to get up to go the bathroom and wife checked sugar and it was 40 mg/dl and she gave him juice and peanut butter crackers ensure drink. The product was not returned for analysis.